Event description:
The customer reported that the pump battery was depleting too quickly, although it did not lead to a pump shutdown. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to uninstall and reinstall the mobile app, monitoring battery depletion, and later sent a replacement pump since an alert continued to occur without improvement. The customer was informed of the necessary steps to return the malfunctioning pump and understood these instructions.